Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box confirmed occlusion alarms with high force. During testing, the pump successfully completed the ez-prime steps successfully with no alarms occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The complaint of an occlusion alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery cap threads were stripped and the cap was unable to fit securely to the returned pump or test pump. A test cap was able to fit and was used for all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.